Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the urgent care due to low blood glucose of over 20 mg/dl. The paramedics were called, but the person reporting the incident was not sure if the paramedics transported the customer or not. It was also reported that at the urgent care the customer's blood glucose was above 400 mg/dl. It was reported that the insulin pump had a crack in it. Nothing further was reported.